Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was noted to be in back-up mode. Technical support confirmed back-up mode was caused by event queue overflow, and the device was successfully reprogrammed to normal function. The patient was stable with no consequences.